Event description:
It was reported that the wake button was not working. There was no reported impact to the customer¿s blood glucose level. Customer pressed the wake button multiple times and the wake button performed as intended. Additional information was not provided.